Event description:
Reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported that patient faced three infusion sets tubing leakage at site event. Infusion set was in use for 2 days for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 3. H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.